Manufacturer narrative:
Investigation: the investigation was carried out by the aescualp technical service department (ats). According to the serial number, the handpiece was manufactured in 2014. A repair or maintenance is not registered in out database. A functional test associated with loud running noises was possible. The front case is damaged. The bolt to fixate the crainal attachment is broken. At the interior, staining, rust, and corrosion can be found. One ball bearing is corroded and broken. The remaining ball bearings are stiff and also corroded. The provided spray nozzle is damaged and deformed. A repair is not possible. Batch history review: a review of the device quality and manufacturing history records was not possible because the device is a purchased part. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient handling and maintenance of the device. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that there was superficial burning to the patient.